Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the power interface board and power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that both monitors on the 9900 system went dark, displaying no error messages, however, the c fully boot up displaying the technique. It was noted that this happened during setup. Another system was used for the procedure. There was no report of patient injury.